Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested, but unavailable: were any issue noted with device in initial procedure? Color cartridge use throughout procedure? Leak test intra op? Buttressing material used? What firing does the surgeon feel did not maintain integrity? If last firing, was an additional tissue tag noted and cut? Secondary procedure, were malformed staples noted? How was the abscess drained? Were the cut line shorter than expected?

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the patient experienced a gastric leak at the staple line post-operatively and was re-operated on. An abscess was drained. The clips were applied through an endoscope. Fibrin sealant was applied. The patient in hospital with drains. Gastric leak was near ge junction. Before re-operation, the patient experienced significant vomiting and hardly tolerated food. One device was discarded.